Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b3 b6 h6.

Event description:
Patient reported left side "allergan textured breast implant", "woke up one morning with breast pain and a massive swollen breast", and "testing" was performed to confirm physician's concern of "the rare form of cancer caused by these textured implants". Patient later reported they had "150 cc's of fluid removed" and they were informed by their physician that they had "the rare form of lymphoma that is caused by the textured implants". Pathological markers confirming alcl have not been received. Device remains implanted.

Manufacturer narrative:
Treating physician information provided by patient: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rare form of cancer caused by these textured implants"; "150 cc's of fluid."

Event description:
Patient reported left side "allergan textured breast implant", "woke up one morning with breast pain and a massive swollen breast", and "testing" was performed to confirm physician's concern of "the rare form of cancer caused by these textured implants". Patient later reported they had "150 cc's of fluid removed" and they were informed by their physician that they had "the rare form of lymphoma that is caused by the textured implants". Pathological markers confirming alcl have not been received. Device remains implanted.